Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon investigation, the charger/modem's current controlling component (q1) was defective. The cause of the defective q1 was corrosion on the charger/modem's battery connector, which caused excessive current to flow through q1 and short the component. The cause of the corrosion on the charger/modem battery connector was contamination around the connector of battery pack sn (B)(4). The root cause of the contaminated battery pack was ingress of an unidentified liquid. No adverse event resulted from the defective battery charger/modem and contaminated battery pack. The pt received a replacement battery charger/modem and battery pack. Device MFR date: charger/modem sn (B)(4), mfg 05/2011. Battery pack sn (B)(4), mfg 04/2010.

Event description:
A (B)(6) male pt called zoll customer support, to report that his battery charger/modem was not recognizing either of his battery packs. The pt was issued a replacement battery charger/modem and two replacement battery packs.